Event description:
Country of complaint: (B)(6). Two needles in one package. There was one needle attached to thread end and one needle loose in package.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 34 unopened pouches and 1 open pouch. There are no previous complaints of this code/batch. There were (B)(4) units of this code-batch manufactured and distributed. We have received 34 closed samples and 1 open sample (the pack is empty, there is no needle nor thread inside). We have checked the open sample and we have observed that there are two marks of needle on the support cardboard. All closed packs received are correct. There is only one needle inside each pack, as stated in the product description. It is an accidental and isolated case. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.